Event description:
It was reported that a high drain 108 alarm occurred during peritoneal dialysis at the end of therapy on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient stated that they did not experience any symptoms of overfill. The patient's fill volume was set to 1500 ml and their ultrafiltration for cycle eight was 2009 ml. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.